Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the returned product noted the first and second reloads were partially fired with the interlock engaged. The third reload had a full complement of staples. The jaws were open. Staple pushers were visible at the 4 cm cut line of the first two reloads indicating the point where the handle compression had stopped. Pmv performed functional testing which included the reloads were loaded into a post market vigilance instrument for functional testing. The interlocks were overridden and the reloads were then applied to test media. All remaining staples were placed and test media was cleanly transected. The reloads¿ interlock was tested and found to function properly. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per the FDA request. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, when the surgeon squeezed the trigger of manual stapling handle, I-beam went up forward but staple line was incomplete at distal part. So, he used new cartridge to fix the staple line. No reinforcement material was used in conjunction with the stapling device. Patient status: stable.